Event description:
While using a byte night aligners, patient reported they have been wearing aligners every night for three years and have had no progress with straightening their teeth. Their orthodontist has recommended that they have four teeth pulled and braces to correct the overcrowded teeth. Gathering information and provided information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.